Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the lavender bd hemogard¿ stopper came off of a bd vacutainer® edta tube after use inside the sharps container. No serious injury, blood to mucous membrane exposure or medical intervention was reported.